Event description:
One pt with discrepant total protein results. Initial result gave 9.0 g/dl. Same sample repeated two times giving 6.7 and 6.6 g/dl respectively. Erroneous results were not reported. The field service rep was unable to determine the cause of the discrepancy. Performance tests were performed which were within specification.